Manufacturer narrative:
This event occurred outside the united states. The filter and sheath were not returned to the manufacturer for evaluation. Only the delivery system and the dilator were sent for analysis. As the sheath was not received, it was impossible to carry out a complete analysis of the possible causes to the incident. A b. Braun representative reviewed the films associated with the event. The filter implantation images showed that the filter did not open after insertion and stayed closed after injection. This leads the manufacturer to believe the filter was externally constrained. A review of the filter withdrawal films showed that the filter was still closed during the withdrawal attempt; only one leg of the filter slightly opened. The filter is still in the patient's body. Per the filter to remain completely closed an external element must be constraining the filter. Generally two types of events might constrain a filter (1) presence of tissue around the filter, fibrin sleeve, piece of skin or fat tissue, or (2) user error may cause a piece of hemostatic valve from the introducer sheath to constrain the filter. A review of manufacturing lot records show the lot of filters complied with specifications; no similar complaint reports were received concerning this lot. The manufacturer does not believe this event is related to a manufacturing defect or product quality. However, as neither the sheath nor the filter were returned for evaluation, no conclusion about the cause of the incident can be made.

Event description:
"Once implanted in vena cava, the filler did not open and migrated ot the level of the hepatic vein. Then, because of the migration risk, the physician tried to remove it using a gooseneck snare. Unfortunately, the filter migrated upwards to the right pulmonary artery branch. Another filter was implanted in order to protect the patient against pulmonary embolism."